Event description:
Customer called to report a diluent and blood leak on the probe of the coulter ac.t diff2 hematology analyzer. Customer stated that the leak occurred while the instrument was in "closed door mode." The customer technical specialist assisted customer with troubleshooting; however, a service request was generated because troubleshooting did not resolve the issue. On the following day, the field service engineer (fse) inspected the instrument and found that probe backwash drain line was obstructed because of a crimped tubing. This caused the probe block to overflow and spill. The fse then removed the obstruction by straightening the tubing, which resolved the leak issue. Customer stated that no one came in contact with the fluid and there was no impact to sample results as a result of this issue. Also, no injury was reported, nor was medical attention sought.

Manufacturer narrative:
(B)(4).